Event description:
It was reported the parent of the patient reported that she went to check on the patient as she saw the patient grab near the gastrostomy tube during a feed. The parent noticed the patient had the gastrostomy tube extension in her hand and the gastrostomy tube ¿top¿ was attached but the bottom stem was not connected. The parent was unable to find the bottom portion of the gastrostomy tube so she took the patient to the emergency room to replace the gastrostomy tube as they did not have a backup, and the parent could not find the bottom portion. The emergency room physicians did not believe the piece was in the patient's stomach after they did tests. The parent said the physicians took x-rays and another scan. There was no reported injury.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 27-dec-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 3032464, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 02-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.